Event description:
The customer reported that while the iabp was in use on a pt, the iabp displayed "battery in use" when plugged into ac outlet. When they attempted to transport the pt, the iabp generated a "system failure" alarm and shutdown. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the power supply (part number 0014-00-0033e05). The iabp was tested to factory specification. It functioned normally and was returned to the customer.